Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge on the pump appeared to be easily removable. The customer's blood glucose was not impacted. The customer confirmed that the cartridge slides firmly onto the pump and also confirmed that no alerts or alarms occurred.